Manufacturer narrative:
The involved device was not returned for evaluation. Therefore, the failure investigation was limited to evaluation of the user facility information and retention samples from three recent production lots. A visual examination did not reveal any visual defects. Leakage testing was conducted and found to meet manufacturing specification. A comment was made by the user facility that several incidences of valve leakage had occurred. However, those events were not reported to the manufacturer and no additional information was available including event dates, product codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this information within this report for reference purposes. The production product code and lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. Although the exact cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported valve leakage during a procedure. The following information was provided by the user facility: the sheaths continue to leak during the procedure; and blood loss was less than 250ml.